Event description:
.Patient's mother reports hospitalization, due to dka.

Manufacturer narrative:
The pump has not been requested to be returned to animas for evaluation. The patient stated they received a warning that they had exceeded their total daily dose of insulin. The patient had confirmed multiple total daily dose warnings without changing maximum daily dosage setting on the pump. The patient has changed the maximum daily dose setting and has continued to use the pump with no reported subsequent events. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.